Manufacturer narrative:
The concomitant products: carto 3 rmt system: model# m-5830-01, serial # (B)(4). Stockert 70 system: model# m-5463-01, serial # unknown. Coolflow pump: model# m-5491-02, serial # unknown. (B)(4) are related to the same event.

Event description:
It was reported that during an idiopathic vt ablation procedure the patient developed a pericardial effusion that progressed to pericardial tamponade requiring a pericardialcentesis. The patient required hospitalization. The physician could not determine the causality of the perforation/ tamponade. The patient's updated health status was stated to be good. The patient has a clinical diagnosis of epicardial vt.